Event description:
It was reported that the patient experienced inflation issues due to a leak in the tubing of an inflatable penile prosthesis (ipp). A replacement surgery was performed in which all components were removed and replaced. The patient did not experience any further known complications. No more information available at the moment. Should additional information become available, it will be provided.